Manufacturer narrative:
The insulin pump passed the displacement test. The device was unable to prime during prime test and alarm motor error during basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The device had a scratched display window and cracked battery tube threads.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.